Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant. Upon fixation, it was noted that pacing impedance high and out of range. Additionally, the lp exhibited high capture threshold. It was noted that the electrical values improved over time. No additional intervention was performed and the lp remained implanted. The patient was stable.